Manufacturer narrative:
Product analysis: one 7f sherpa guide catheter was received for analysis. The device was kinked at the proximal side hole. Wire braid was exposed at the proximal side hole and the segment material was split on one side. A 0.038¿ wire was passed through the catheter with resistance noted at the kinked section of the catheter. The ID and od measurements both met specification. No other deformation was noted to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 7f sherpa balanced guide catheter was used to treat a lesion. There was no damage noted to the device packaging. The device was removed from the packaging as per IFU. The device was inspected with no issues noted. The device was prepped as per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The device was not excessively torqued. It was reported that the catheter was kinked from the primary curve while in the patient. The patient is alive with no injury. Analysis on the returned device found that the device wire braid was exposed at the proximal side hole with segment material split on one side.